Event description:
It was reported that the pt was found in cardiac arrest and that a bystander initiated CPR. Ems crew arrived and attempted to use the autopulse to provide chest compressions. Battery in the autopulse read fully charged. Autopulse provided one chest compression and stopped working. Back up battery was inserted into the autopulse (back up battery read fully charged). One compression provided by the autopulse and machine stopped working. Manual compressions was resumed. It is unk whether application of autopulse and failure of this equipment contributed to the pt's final outcome. This report pertains to the autopulse nimh battery that was returned with the autopulse platform. The autopulse platform is discussed in report #3003793491-2012-00176.

Manufacturer narrative:
Based on the review of the archive files, battery s/n (B)(4), which was returned for evaluation, was not used for deployment on the date reported incident occurred. However, the archive files revealed that daily system checks and battery swaps were not performed. Autopulse battery maintenance program literature indicates that autopulse and battery checks be integrated into the daily equipment check procedures.